Manufacturer narrative:
Internal investigation consisted of review of the IFU and inforamtion provided by the end user. Our investigation has confirmed that albacyte reagent red blood cells expanded rh negative antibody screen product z464u, lot v274448, expiry: 12-aug-24 to be fit for purpose and confirmed the off label use of the product by the end user. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports weaker than expected reactivity with albacyte reagent red blood cells expanded rh negative antibody screen product z464u, lot v274448, expiry: 12-aug-24 when compared to ortho red cell products, testing on mts gel. Products is supplied as 3% red cells for conventional tube method only, however, the end user converts the products to 0.8% for off-label testing on gel card method.